Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Detailed analysis did not confirm allegation as the baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. Further, no problem detected was based on analysis of the returned product. Analysis found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was beeping. Moreover, about a month ago the device showed one and a half year and recently had reached elective replacement indicator (eri). Also, it was noted that several months ago the device output was increased to five volts. Additional information indicated that the device was explanted due to a product performance issue. A new device was implanted. In addition, it was determined that this device had an early battery depletion. No additional adverse patient effects were reported.